Event description:
On (B)(6) 2011, leica microsystems received a complaint stating that the surgical microscope leica m525 f50 light source shut off during normal operation.

Manufacturer narrative:
Approx 30-45 minutes into the surgical procedure, the main light of leica m525 f50 shut off. The back-up light was also non-functional. After approx 15 minutes, the main and back-up lights of the surgical microscope were functioning again. A field service engineer (fse) examined the surgical microscope. According to the fse, the controller board will be replaced. Once replaced, the controller board will be returned to the MFR for further investigation.